Event description:
Patient in operating room for a laparoscopic hysterectomy, bilateral salpingectomies and a laparoscopic burch, colpopexy and posterior repair. Suturing device and tie device from lsi solutions were requested for the case. Reps supplied the devices (rd 180 suturing device x 2, and ti-knot device x 1 plus multiple sutures and ties). During surgery one of the suturing devices malfunctioned during the loading of the suture causing the needle to be exposed in the device and the suture to be stuck). It had trouble suturing in the patient but no suture lost. Unknown which of the suturing devices malfunctioned there were 2 different lot numbers(822441 and 821682). The ti-knot device also had difficulty loading and dispensing the tie-knot. It would jam in the device preventing loading. FDA safety report ID# (B)(4).